Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Video cable replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was damage to the video cable of the stenoscope system. There was no report of pt injury.